Event description:
Reporter alleged the lance needle that is a part of the softclix lancing system used in finger-stick blood glucose testing will not retract. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.